Manufacturer narrative:
The investigation into the reported 'aic - battery failure (red alarm)" has been completed. Product was returned for investigation. The device was inspected and found the failure mode was reproduced on a field service lab bench. Using batttest analysis, the battery one was confirmed to have cell imbalance which caused the battery lockout internally and prevent charging which resulted eventual depletion and communication failure. The battery failure alarm was due to a defective battery.

Event description:
The user facility reported had a console failure alarm. The IFU was followed and a backup controller was utilized. There was no noted harm or injury and the support with the 5.5 pump continues.